Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present for the documentation system. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The unique device identifier (UDI) data for this device is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned from the facility. According to the information from the field service engineer (fse), there was a problem in the wiring method. There was the ¿incorrect assignment of the signal at the dve¿. It was recommended to ¿convert the vsi connector to composite in eus room and broncho (omission of the non-optimal conversion by viewpoint)¿. The instruction manual of cv-190 plus describes the following, and the reported phenomenon might be prevented by following the descriptions: ¿[3.1 precautions for installation and connection]. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result¿. Olympus will continue to monitor field performance for this device.